Manufacturer narrative:
The subject device was returned to olympus medical system corporation for evaluation. The evaluation confirmed that the probe broke down at 17 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the patient body, the probe broke due to the stress by touching physically. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
During a procedure the probe tip broke off at second uses. There was no fragment inside the patient. There was no patient harm reported.